Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window. The insulin pump passed the delivery accuracy test at 0.08755 inches.

Event description:
The customer's father reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's father reported that the insulin pump was not working. The customer's blood glucose was unknown at the time of incident. The customer's father declined to troubleshoot for high blood glucose. The insulin pump was returned for analysis.